Manufacturer narrative:
(B) (4.) Device evaluation by manufacturer: device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a dialysis catheter placement procedure, a guide wire tip detachment occurred and remained inside the patient. The zipwire was placed in the right internal jugular (ij) through a 19 gauge entry needle. "The tip of the wire severed off and a 6cm segment was left inside the patient in the ij (upper chest area)." The detached tip was not retrieved. The procedure was completed using another manufacturer's wire. No patient injuries or complications were reported. The patient status is reported as "fine."